Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was pierced at the end. The fiber was replaced. There were no patient complications reported.